Event description:
On 10/14/97, pt called baxter to ask how to administer antibiotic tx while on home choice device. On 10/15/97, rn was interviewed. Rn states pt had cloudy effluent since 10/10/97 but did not notify rn until 10/13/97. Pt was sent to ER on 10/13/97 and treated with vancomycin 1 gm. IV along with gentamycin 40 mg. IV.